Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/07/2014 with the following findings: the complaint was unable to be investigated due to an unresponsive pump related to battery compartment moisture ingress. Two battery compartment cracks were observed. Leak testing revealed battery compartment leaks. Moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.